Event description:
It was reported that the ventilator failed the internal leakage test and the pressure transducer test during pre-use check. (B)(4)

Manufacturer narrative:
The returned printed circuit control board has been investigated. The reported pressure transducer test failure during pre-use check was reproduced. The printed circuit control board was found with a faulty capacitor. The defective component affects the measurement of the inspiratory pressure signal which is interpreted by the control board as if the inspiratory pressure is low. The incorrect measuring causes the ventilator to increase the inspiratory flow in order to maintain the set inspiratory pressure. This failure will be detected during pre-use check. Should this failure occur during pt treatment, the delivered pressure and volume by the ventilator will be higher than set. Alarms for high pressure and high volume wil be generated by the monitoring subsystem when the user set pressure and volume alarm limits are exceeded. The reason why the capacitor failed was insufficient insulation in the capacitor due to a mfg problem. As a corrective action, the use of capacitors from the two suppliers of the capacitors which have showed this mfg problem has been stopped. (B)(4)